Event description:
The distributor contacted animas on (B)(6) 2015 alleging the pump had a cracked battery compartment. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved after troubleshooting efforts.

Manufacturer narrative:
Follow-up #1: date of submission 05/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: neither battery nor cartridge cap was returned with the pump for investigation; test caps were used to complete the investigation. On examination, the battery compartment was found to be cracked on the threads above the pad. Investigation confirmed the alleged damage case. Unrelated to the original complaint, the display was noted to be dim, faded and discolored.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).